Event description:
Explanting physician reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsules were sent for pathology analysis which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Explanting physician reported, right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy. And replaced with another manufacturer's device. The capsules were sent for pathology analysis. Which showed, fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Event description:
Explanting physician reported right side capsular contrature, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsules were sent for pathology analysis which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(6)2024.

Event description:
Explanting physician reported right side capsular contrature, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsules were sent for pathology analysis which showed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation, wear abrasion and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.